Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that has a broken clamp. This condition was found in the biomedical department. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a broken latch. The door latch was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.